Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for nerve stim and gastrointestine nal/pelvic floor therapy. It was reported that the patient stated his anus is on fire and support link advised the patient to please contact his clinician with questions regarding medical advice or if he has questions about his health.  Pt reports experienced unexpected stimulation, "anus was like it was on fire", on "wednesday or thursday". Pt reports turned stimulation off on saturday for "just a minute", and felt intense stimulation when turning it back on. Pt reports turned stimulation down but still feels too intense. Pt reports feels stimulation more when urinating. Reviewed normal stimulation sensation. Pt reports was on the same setting for a few months before experiencing the unexpected stimulation and is unsure what caused it. Pt denies any falls/ trauma to implant site and reports has been on a good diet. Pt inquired about therapy being turned on the entire time. Reviewed information. The circumstances that led to the reported issue were unknown. Pt was on program 3 at 1.6v and decreased therapy strength to 1.2v during the call. Pt confirmed not feeling the intensity as much. Redirect to doctor if issue persists and have ins checked. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.